Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the biopsy channel tested positive for staphylococcus coagulase negative.(23cfu/100ml) and the test result was defined as alert level in the french guideline. The subject device is planned to be inspected and repaired by (B)(4).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device repeatedly tested positive for several microorganism. On (B)(6) 2017, the subject device tested positive for following bacteria (26cfu in total). Staphylococcus warneri, staphylococcus hominis, staphylococcus haemolyticus, bacillus licheniformis. On (b)(5) 2017, the subject device tested positive for following bacteria(59cfu in total). Staphylococcus warneri, staphylococcus hominis, staphylococcus epidermidis. On (B)(6) 2017, the subject device tested positive for following bacteria. Un chanpignon (1cfu) : the auxiliary channel, unspecified bacteria (14cfu): air/water channel, staphylococcus hominis(5 cfu): the suction channel.. There was no report of patient infection associated with this report.